Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer had absorption issues at the non-tandem infusion set site when boluses were delivered. Customer consumed carbohydrates or glucose tablets to address low bg. The infusion set brand and manufacture was not provided. Reportedly, the customer discussed options for a different infusion set with a clinical diabetes specialist.